Event description:
Patient reported to hcp with a pump that was "beeping all the time." Hcp did a catheter study and determined that the catheter was patent. Pump had appropriate amout of drug in it and the patient was not experiencing any changes in therapeutic effect. Hcp explanted the pump and the pump quit beeping. A new pump was implanted.